Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: g1, h4, h6 (component codes).

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse determined that there were excessive error code 53 registered, as per service manual, the executive processor pcba was replaced. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by a getinge field service engineer that during trouble shooting for a different issue, the cardiosave intra-aortic balloon pump (iabp) had error code # 53 in the logs. There was no patient involvement, and no adverse event reported.